Event description:
Dear sven the customer complaint : on (B)(6) 2020 at 15:10 g-5 s/n: (B)(6) alerted "loss peep" and did not create volume. There is no known harm to the patient. We couldn't verify the problem the unit passed all test & run .

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag more than 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. No root cause could be determined as the problem was not reproducible. There was no patient or user harm.